Event description:
Caller reported an issue with a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.